Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. The endoscope was visually inspected and found damage to the button pack assembly. A visual inspection confirmed hairline crack on enter button exhibiting damage of the button pack. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found damaged. The cable integrated connector exhibited corrosion the spring fingers. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing.

Event description:
It was reported that the endoscope was defective. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that while in use, the endoscope exhibited a functional issue in which the scope acted in reverse control; however, there was no visible physical damage to the scope, nothing fell into the patient or required retrieval, and there was no patient injury or harm associated with the event.